Manufacturer narrative:
This event occurred on an unspecified date in august - september 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The leak was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 04/20/2018 - 04/24/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.